Manufacturer narrative:
(B)(4). Date sent: 3/28/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during a total laparoscopic distal gastrectomy procedure for gastrojejunal anastomosis, surgeon had tried to fire device with a blue cartridge. The cartridge and knife move forward smoothly but did not come back and stuck. So, surgeon tried to push the reverse button, however it did nothing. Finally, pulled the manual override button and opened the jaw. The anastomosis line was fine and the surgery ended. No new device was needed to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). It has been confirmed that this report is a duplicate of 3005075853-2017-01705.